Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The customer was alleging that the pump was not delivering insulin. The customer did not provide further information to the contact at the time of the report. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.